Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s ins was tilted in the pocket and very tender to the touch. The rep reported the pocket was painful and the patient was having trouble with charging. The rep stated the patient had a pocket relocation and they replaced the device with a new ins, resolving the issues. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-dec-14. The rep stated that it was determined by the doctor that the patient had a band of scar tissue located at the caudate side of the stimulator that was caused by multiple incisions at the same location. Since the last surgical procedure for their previous implantable neurostimulator (ins) this scar had contracted causing the bottom portion of the ins to be pulled deep to the surface. This caused the top of the ins to be tiled toward the surface, affecting their comfort and ability to recharge the ins. No further complications were reported/are anticipated.